Manufacturer narrative:
(B)(4. The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/25/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the insertion site. The sensor was inserted on (B)(6) 2016. The reaction was described as redness, itchiness, and bumpy. Affected area was treated with anti-biotic gel recommended by doctor. The name of antibiotic gel and the date doctor recommended it is unknown. At the time of contact, patient is good. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.